Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A type 1a endoloeak was identified post-op. The physician elected not treat the patient at the time. The patient will be monitored and a 30- day post op CT will be performed to determine if the type 1a endoleak remains or has resolved.

Manufacturer narrative:
Based on the description of the event and due to lack of relevant imaging, clinical assessment was unable to confirm the reported event of the type ia endoleak. However, based on the provided medical imaging clinical assessment was able to confirm the reported event of a secondary endovascular repair based on the placement of two palmaz stents. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this event could not be determined. The final patient status was reported to be in good condition following a successful secondary endovascular procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Outcomes attributed to adverse event - other serious removed, correction. Patient codes - 1708 removed correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Event description:
Subsequent to the initial report, additional information received reporting that the patient did not present with symptoms. On 02/25/2019 the type 1a endoleak was successfully sealed with a non-endologix (palmaz xl) stent. Patient's condition post re-intervention was reported as good.